Event description:
A malfunction alarm, identified as malf 12, was reported by the customer without any notable events occurring prior to the incident. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.